Manufacturer narrative:
Evaluation of the returned benchmark 81 access system (bmx81) confirmed that it was fractured. There was a kink and evidence of torquing at the fractured location. If the bmx81 is kinked and subsequently torqued unrestrained against resistance, damage such as a fracture may occur. The root cause of resistance could not be determined. Further evaluation revealed an unknown material on the catheter. Based on the reported complaint, this damage is incidental to the complaint and the root cause could not be determined. Evaluation also revealed an ovalization near the fracture location and a kink. This damage is incidental to the reported complaint and may have occurred during attempts to remove the device or during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient underwent a coil embolization procedure in the anterior communicating artery (acom) using a benchmark 81 access system (bmx81). After completion of the procedure, the physician was removing the bmx81 from the patient and noticed the bmx81 had fractured. Therefore, the physician placed a guidewire through the fractured bmx81 and advanced a neuron select catheter 5f (5f select) over the guidewire and through the fractured bmx81. The fractured bmx81 was then removed together with the 5f select and guidewire as a unit. It was reported that the entire fractured bmx81 was removed, and no part of the bmx81 was left in the patient. The procedure had ended at this point. There was no report of an adverse effect to the patient.